Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). During follow-up communication, livanova learned that the hospital only replaced the external tubing and not the internal tubing. It was recommended to the customer that the internal tubing should be replaced as well. The facility stated that they do not wish to pursue deep disinfection at this time. However, they have purchased an internal tubing kit and plan to replace the internal pvc tubing with light-proof tubing for this device. Corrective actions are in progress for this issue.

Manufacturer narrative:
There is no known patient involvement. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through follow-up communication with the customer, livanova (B)(4) learned that the facility is not aware of any patients affected by this issue. The customer reported that the device is placed inside the operation room during use at a distance of approximately 12-13 feet from the operating field with the fan directed out of the room. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information relevant to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t tested positive for bacterial contamination in (B)(6) 2016. The external tubing was replaced and several disinfection cycles were performed. Subsequent tests performed in (B)(6) 2017 showed no further bacterial contamination. There is no known patient involvement.